Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess titanium slim port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluation were performed. A complete circumferential break was noted approximately 23.0cm from the distal end of the cath-lock that was elliptical in shape. However, striations were noted on the break surface of the complete circumferential break. The investigation is confirmed for the reported port septum fracture and detachment issue, as the port body showed multiple puncture access and incision(s) to the port septum, and it was also partially unseated. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure, the port septum was allegedly cracked and separated from the metal port body. It was further reported that the port body was removed from the patient and a new port system was implanted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2020).

Event description:
It was reported that after a port placement procedure, the port septum was allegedly cracked and separated from the metal port body. It was further reported that the port body was removed from the patient and a new port system was implanted. There was no reported patient injury.